Event description:
It was reported that (1) al326 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon was using an al326 clip applier during a laparoscopic cholecystectomy. When the surgeon fired the clip it is reported that the instrument locked down in the closed position. The surgeon reported that he had to pry the instrument open with both hands on the firing handles. Another al326 was opened and used to complete the case. There was no consequence to the pt.